Event description:
Customer reported a malfunction with the pump, identified as malf 5, and it was determined that the malfunction code could not be reset. There was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the pump, confirming that it was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery, to place the malfunctioning pump into storage mode, and to return it using a pre-paid label within 10 days.